Event description:
It was reported that the patient underwent an implantation of a zb nexel elbow on an unknown date. Subsequently, the patient is planning to be revised on an unknown date due to loosening of the ulnar component and loss of rom and receive a custom implant. The humeral component is noted to remain well-fixated. It is also noted the patient has been previously revised twice but it is currently unknown whether those revisions are of zb implants. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item#: 00840004410; lot#: 65850747. Item#: 00840009000; lot#: 66207351. Item#: 00840009400; lot#: 66625008. H6: proposed component code - mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: . H6: proposed component code - mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: abnormal radiolucency surrounds the ulnar implant and also the proximal ulnar cement and the implant is loose. There is slight radiolucency along the humeral implant without evidence of loosening. Bone quality is osteopenic. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed by mmi review. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.